Event description:
Customer reports a damaged ail sensor - calibrated and replaced (by us fk repair depot). Unable to resolve air in line error. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was reviewed by lake zurich technical team and no air in line errors related to reported problem were found, therefore the reported event could not be confirmed. The reported device was not returned to france for investigation as repairs were carried out locally by lake zurich technical team. It was reported in this complaint that the air sensor was damaged. During visual inspection, nothing was noticed. However upon internal check, it was found the soldering joints on air in line sensor were broken. Ocs test was carried out and it was failed. The air in line sensor was replaced and configured. The pump was then cleaned, post service tested per quality control check list and is released for use. The replaced spare part was sent back to brézins for investigation. During visual check, it was found that air sensor was damaged, with a broken ceramic flex, so no further investigation could be possible. Therefore, the reported event could not be reproduced and the root cause is most likely due to improper handling of the device. This complaint is considered as misuse. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.